Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to dislocation of the shoulder implant; the surgeon repositioned the baseplate components.